Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with undersensing on atrial sense amp channel. The undersensing was due to variation in the amplitude of p-waves. Programming changes were made. Patient will continue to be monitored.